Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving sensor scans of 5.0 mmol/l, 5.4 mmol/l, and 9.1 mmol/l when compared to an hcp meter results of 11 mmol/l, 10.1 mmol/l, and 14.2 mmol/l. The customer experienced several stokes and was unable to self-treat. The customer was seen at a hospital and was diagnosed with diabetic ketoacidosis (dka). The customer¿s insulin was reduced and was provided extra food and a lot of glucose to increase glucose levels. It was further reported the customer was still in the hospital at the time of this complaint. Reportedly, a sensor scan of 10.2 mmol/l comparisons to hcp meter result of 18.14mmol/l was received however, it is unknown date/time of the obtained readings. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving sensor scans of 5.0 mmol/l, 5.4 mmol/l, and 9.1 mmol/l when compared to an hcp meter results of 11 mmol/l, 10.1 mmol/l, and 14.2 mmol/l. The customer experienced several stokes and was unable to self-treat. The customer was seen at a hospital and was diagnosed with diabetic ketoacidosis (dka). The customer¿s insulin was reduced and was provided extra food and a lot of glucose to increase glucose levels. It was further reported the customer was still in the hospital at the time of this complaint. Reportedly, a sensor scan of 10.2 mmol/l comparisons to hcp meter result of 18.14mmol/l was received however, it is unknown date/time of the obtained readings. No further information was provided. There was no report of death or permanent injury associated with this event.